Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. Additional information received indicates that the patient had a history of smoking, knee surgery two years prior to implant, diabetes and hypertension. The patient is reported to have presented with deep vein thrombosis (dvt) and pulmonary embolism (pe). The inferior vena cava (ivc) filter was implanted via the right femoral vein without complication. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the filter strut, tilt, dvt and pe. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Approximately twelve years and two months after the filter implant, the patient underwent a computerized tomography (CT) scan that revealed that the filter had a mild posterior tilt related to the longitudinal axis of the vena cava wall. There was no evidence of filter struts. A postero-medial strut was noted to be protruding approximately 5mm beyond the ivc wall. The strut extended into the peri-caval fat but did not contact the aorta. A posterior strut extended 4mm beyond the ivc wall and was in contact with the anterior vertebral osteophyte of the l3 vertebral body. None of the other struts extended beyond 3mm of the ivc wall. The patient is also reported to have experienced shortness of breath. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The patient is also reported to have had a perforation of the ivc; though this could not be confirmed without procedural films for review. A clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Due to the nature of the complaint, the reported shortness of breath experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the filter strut, tilt, deep vein thrombosis and pulmonary embolism. The patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The medical records indicate that the patient has a history of deep vein thrombosis, pulmonary embolism, patient is a smoker, knee surgery two years ago, diabetes and hypertension. The filter was deployed via the right femoral vein computed tomography (CT) scans were done approximately twelve years and two months after the index procedure. It revealed that the filter had a mild posterior tilt relative to the longitudinal axis of the vena caval wall. No fractures were seen in the filter struts. A posteromedial strut penetrates approximately 5mm beyond the inferior vena cava (ivc) wall. The strut extends into the pericaval fat, but does not contact the aorta. A posterior strut extends 4mm beyond the ivc wall and contacts an anterior vertebral osteophyte of the l3 vertebral body. None of the other struts extend beyond 3mm of the ivc wall. The patient has a 2.2cm cortical cyst in right kidney and 1.6cm cyst in the left kidney. The patient also has limited diverticulosis in the descending colon, but no diverticulitis. A 6mm cyst was seen in the right hepatic lobe. The patient also has moderate degenerative disc disease present at the l2-l3 through l4-l5 level. The patient profile form (ppf) states that the patient also experienced shortness of breath and decreased heart rate.